Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device fell off from a roll stand and broke the lcd and touchscreen. The device was not in use on a patient at the time of the event. The earlyvue vs30 vitals monitor (model number 863359) is substantially similar to the earlyvue vs30 vitals monitor (model number 863380) and will be reported in the united states under device model number 863380 (cfn/fei # 1218950; 510k k190624).

Event description:
The customer reported that the device fell off from a roll stand and broke the lcd and touchscreen. The device was not in use on a patient at the time of the event.